Event description:
Had the essure put in. Started having bad headaches, bleeding before, after and during sex, heavy blood flow during period with blood clots, backaches, nausea, dizziness, hot flashes, memory loss, unable to focus, severe abdominal pain, pain in both elbows, vomiting if drinking any alcohol, have no energy, mood swings, depression, no desire for sex.